Manufacturer narrative:
We have received the device back. We will investigate the implant and create a follow-up report according to the investigation results.

Event description:
Screws are broken during first rotation without any power. No injury.